Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: soundstar eco catheter, model #: m-5723-17. C3 ez steer coronary sinus with auto ID catheter, model #: d-1263-07-s, lot #: 17495194m. Carto 3 system, model #:m-4800-01, serial #: (B)(4). Smart ablate generator, model #: m-4900-07, serial #:(B)(4). Smart ablate pump, model #: m-4900-08, serial #: (B)(4). Non biosense webster - st. Jude agilis sheath. Non biosense webster - st. Jude slo sheath. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a lasso navigational variable eco catheter and suffered a cardiac tamponade which required a pericardiocentesis. After a transseptal puncture and the fast anatomical mapping with the lasso navigational variable eco catheter, a cardiac tamponade was noted by the ultrasound. A pericardiocentesis was performed and 800cc of fluid was drained. Medical management was performed for the patient's low blood pressure. It was also stated that there may be a possible transfusion. The smart touch bidirectional catheter was inserted into the patient. However, there was no ablation performed. It was thought that the smart touch bidirectional catheter had not been zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The patient received anticoagulation during the procedure and the act was maintained at 300-350. The flow setting was set at 2ml/min. There were no errors reported by the biosense webster systems. The patient did require extended hospitalization. He was admitted to the intensive care unit bed after the procedure. The patient was reported to be in an improved condition as the patients vital signs stabilized after the intervention. The physician's stated that the transeptal puncture may have been oblique and wondered if he came out of the left atrium and punctured the right appendage. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The patient event was noted during the mapping phase with the lasso navigational variable eco catheter. However, the smart touch bidirectional catheter had also been used in the patient. Therefore, we have conservatively assessed both these products as reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a lasso navigational variable eco catheter and suffered a cardiac tamponade which required a pericardiocentesis. After a transseptal puncture and the fast anatomical mapping with the lasso navigational variable eco catheter, a cardiac tamponade was noted by the ultrasound. A pericardiocentesis was performed and 800cc of fluid was drained. Medical management was performed for the patient¿s low blood pressure. It was also stated that there may be a possible transfusion. The smart touch bidirectional catheter was inserted into the patient. However, there was no ablation performed. The patient did require extended hospitalization. He was admitted to the intensive care unit bed after the procedure. The patient was reported to be in an improved condition as the patients vital signs stabilized after the intervention. The returned device was visually inspected and stress marks were observed at catheter client tip shaft transition. This condition might have occurred while manipulating the catheter. During the manufacturing process, on line inspections are in place to prevent this type of defect from leaving the facility. The catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.